Manufacturer narrative:
Com (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated that the cgm was reading around 57 mg/dl and rapidly falling with double arrows down. She did not have any of her bg meters at the time of the low alert, so she called 911. No specific hypoglycemic symptoms were reported. When the paramedics arrived the cgm was reading 47 mg/dl and fingerstick bgs were around 127mg/dl to 159 mg/dl. She stated that she had already taken some ¿glucagon pills¿ (presumed to mean glucose tablets since glucagon is not taken orally) and drank a little bit of coke. The paramedics gave her some sugar when they arrived (route and dose not indicated). She ate a twinkie, but it was not indicated if that was before or after emergency medical services (ems) arrived. At the time of the report she stated that she was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.